Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. The customer treated the low blood glucose level with food. The customer reported the reservoir compartment is broken, it will not keep the reservoir locked in. The customer states the top of the reservoir compartment and bottom of window on the reservoir compartment and battery compartment top are damaged. The customer noticed the damages this morning. The customer reported a high blood glucose level of 420 mg/dl. The customer treated with the insulin pump. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. We were unable to perform basic occlusion test and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, stained address, serial number label and minor scratches on display window noted.